Manufacturer narrative:
It was reported that during a surgical procedure, the radiopaque strip detached from the neuro sponge. The surgeon located the strip in the surgical site and removed it. No irrigation was used to remove it. No patient injury resulted from this incident. The sample was not returned for evaluation. No photos were sent. A root cause has not been determined.

Event description:
The radiopaque strip detached from the sponge and fell into the surgical site.